Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. In the absence of device returned for analysis a conclusive cause for the difficulties could not be determined and the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. D9, h3: it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the mildly calcified right common femoral artery using a proglide device after a peripheral intervention procedure using a 6f sheath. Reportedly, when the lever was lifted to open the foot of the proglide, the device did not feel correct. It was noted under fluoroscopy that the foot had not opened completely. The foot was closed and the device was repositioned. The lever was then lifted again in attempt to open the foot; however, it still did not feel correct. Again, it was noted under fluoroscopy that the foot had not opened completely. The foot of the proglide was then closed and the device was removed with no resistance noted. A non-abbott device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.